Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however we did receive performance data collected from the device. Patient alert for lead failure predictor triggered on (B)(6) 2012. There were ventricular short interval counts (v-sic) of 5458 counts in 179.8 day between (B)(6) 2011 and (B)(6) 2012. The weekly pacing lead impedance trend data showed various spike increases for maximum ventricular bipolar impedance of 779 to 2185 ohms peak between (B)(6) 2012. Lead failure predictor high rate of non-sustained of lessthan or equal to 207 ms average v-cycle on (B)(6) 2012. One ventricular fibrillation (vf) at 150 ms average v-cycle on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert was triggered. It was also reported that the lead was fractured, had high and varying impedance, was oversensing and had noise. The lead will be replaced. No patient complications have been reported as a result of this event.